Event description:
The customer reported that she experienced "elevated bg's" within the first day of wearing this pod. When the device was first applied, her bg level was 150 mg/dl; it rose to 350 mg/dl when it was removed. The pod will be returned for eval.

Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak; stains were seen inside the device and residual fluid was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path - a tear was found in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.